Manufacturer narrative:
A DHR review was performed for the returned device lot and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 12/04/2012. The system inserter is intended to be impacted on the proximal end for implant placement. The root cause of this complaint is the t-handle of the inserter was inadvertently impacted during a surgical procedure, which resulted in the instrument malfunction.

Event description:
The company received notification on 8/31/2021 of an implant inserter that malfunctioned during a procedure on an unknown date. It was reported that while impacting the inserter with a mallet, the physician inadvertently impacted the inserter t-handle. The impact to the inserter t-handle resulted in an instrument malfunction. There were no known patient complications associated with this complaint. The surgical procedure was successfully completed with the complaint instrument.